Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# va0d8am, implanted: (B)(6) 2013, product type: lead.

Event description:
A patient reported a loss or change of therapy. The patient stated she had a loss of therapeutic effect and return of bowel symptoms. The patient stated that she had a ¿crazy stomach¿ and the interstim therapy had not been helping her target symptoms much since late 2016. The patient stated the area that she felt the stimulation had moved, and she suspected that the lead may have moved. The patient was currently using stimulation at 2. ¿something¿ on program 3. The patient stated they had tried turning the amplitude up to the point of being painful, so she turned it back down to the current setting. The patient stated they also had a worsening of her sciatica pain, and she wondered if the lead moved to be pressing on the sciatic nerve. The patient stated the pain ran down from her left leg and her foot felt like a ¿dead fish¿. The patient was taking ibuprofen for pain, taking hot baths, and seeing a chiropractic. The patient stated turning her ¿machine¿ up seemed to have helped her pain. The patient stated the pain woke her up and she had to get out of bed pacing and crying. The patient noted they felt stimulation. The patient stated that she worked at (B)(6) and sometimes would bend over, or stoop, and squat when placing products in the store. The patient stated they had pain, loss of therapeutic effect, return of bowl symptoms, pain, foot was feeling like a dead fish, and the area where the patient felt stimulation changed. The patient stated that they had a loss of therapeutic effect, return of bowel symptoms, and change in where stimulation was felt began in (B)(6) 2016. The worsening sciatic pain, foot feeling like a dead fish, and leg pain began about (B)(6) 2017. The patient stated on (B)(6) they woke up from the pain. There were no further complications that have been reported as a result of this event. The patient is implanted gastrointestinal/pelvic floor.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3093-28 lot# va0d8am serial# implanted: (B)(6) 2013 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-06-19. The patient reported that the lead had not moved according to the doctor appointment and hip x-ray on (B)(6) 2017. The patient reported that the leads had nothing to do with the pain when he called and symptoms were due to sciatica.